Event description:
It was reported that prior to start of a da vinci-assisted benign hysterectomy surgical procedure, there was a non-recoverable fault on set up joint ecm (sjc). It was noted that they rebooted numerous times and error continued to return. Technical support engineer (tse) reviewed logs and found 31020 use count exceeded on sjc, therefore unable to disable arm. A technical service engineer (tse) walked customer through a hard reset, but error persisted. It was noted that the surgeon was planning to perform surgery laparoscopically but wanted to use system for parts of procedure. The procedure was completed laparoscopically. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the string pot to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint regarding non-recoverable fault was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to laparoscopic after the start of the procedure due to a nonrecoverable fault. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.